Manufacturer narrative:
Concomitant product(s): a 7001 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead. The rv lead was oversensing t-waves and sensing integrity counter (sic). The lead sensitivity was reprogrammed and resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.